Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service (record relevant to the reported) event was found. All surgical systems are verified to meet specifications after installation and customer initiated servicing in accordance with the applicable procedure. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature study was conducted on fifteen eyes of fifteen patients who underwent pars plana vitrectomy (ppv) with 360-degree laser retinopexy for retinal detachment (rd) and fifteen eyes of fifteen patients who underwent ppv for macular hole (mh) without laser treatment. Compared with baselines values, the sub basal nerve density, mean corneal epithelium thickness and corneal sensitivity in the rd group were significantly decreased six months after surgery. Conversely, in the mh group there were no significant differences.